Manufacturer narrative:
Tech found head of stretcher was not going down due to broken head release assy weld at rh gas. Spring was not able to release gas spring on rh side. Replaced broken head release welded assy to resolve this issue.

Event description:
Bed located at off site repair warehouse with note stating head of stretcher not going down. No alleged injuries by account.